Event description:
It was reported that a transcatheter aortic valve implant procedure was prepared in an emergent fashion due to the patient having an ejection fraction of 30% and experiencing hemodynamic collapse. Prior to beginning the procedure, the patient was placed under percutaneous cardiopulmonary support (pcps). To initiate the procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed with a 22-millimeter (mm) balloon. The transcatheter aortic valve was then fully deployed. After full deployment of the valve, the valve dislodged. Moderate to severe paravalvular leak (pvl) was then noted as well as unstable hemodynamics. Subsequently, two post-implant bav's were completed with 22-and 25-millimeter (mm) balloons. Trace pvl then remained and the procedure was completed. After completion of the procedure, the patient's consciousness was noted to be abnormal. This led to the discovery that a cerebral infarction had occurred. Subsequently, the patient was hospitalized and placed under observation.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013309724); product type: 0195-heart valves; implant date: n/a ; explant date: n/a a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.